Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
A system displaying warning message ¿replace generator soon¿ warning message was reported to abbott. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Event description:
Additional information received indicated surgical intervention occurred wherein the ipg was explanted and replace to address the issue.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.